Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. Troubleshooting was performed. The customer also reported having chest pains. The customer stated that she also was experiencing low blood glucose the day before her admission. The customer had treated her glucose level with the insulin pump and manual injections. The time, date, and programming on the insulin pump were correct. Ran a fixed prime and a high pressure test and the tests passed. No further information was provided.